Event description:
Covidien received information stating that the while patient being transported on the way back from radiotherapy, the 840 ventilator alarmed with safety valve open and stopped cycling. According to the customer, the patient was removed from the ventilator and was manually bagged (with an ambu bag/manual resuscitator) until returned to intensive care unit (ICU). There was no change on patient's vital signs at the time of the event. The customer reported that the ventilator was inspected and they were unable to troubleshoot or resolve the issue. According to the biomed engineer, a review of the logs indicate the ventilator was on battery operation at various times on the date of the event.

Manufacturer narrative:
(B)(4).